Event description:
It was reported that the patient underwent an anterior/posterior lumbar fusion to treat chronic back pain and ddd l4-5 and radiculopathy. Bmp was placed during the anterior portion of the surgery at l4/5 within a non mdt cage. Bmp was also placed during the posterior portion on both the left and right side. 8 days post-op the patient presented with lower extremity pain (right and left thigh and leg). The patient had a CT scan 2.5 years post-op which revealed hardware in good position l4-5 with evidence of laminectomy and evidence of good bony fusion; however, at the l3-4 level the patient has evidence of spinal stenosis, facet degeneration, and disc space collapse. This has increased compared to the preoperative MRI scan. An emg nerve conduction study was performed 44 months post-op which revealed evidence of chronic changes at the extensor digitorum communis muscle on the left. The patient noted persistent severe back pain, leg pain, neck pain, and arm pain all on the left.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.